Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported customer complaint. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. No physical samples nor photographs were received for evaluation therefore a possible root cause cannot be determined. The condition can be caused by not activating the hydromer making it difficult to remove the stylet from the feeding tube. The most likely root cause is indicative of a failure of the hydromer to activate during use making it difficult to remove the stylet from the feeding tube. A corrective/preventative action plan is not required since the reported condition has not been identified as manufacturing related. The current process is running according to product specifications meeting quality acceptance criteria. We will continue to monitor customer complaint and feedback notifications for adverse trends that require immediate attention. H3: device evaluation comment - the customer stated that the device will not be returned for evaluation because it was contaminated.

Event description:
Customer reports: during the removal of the enteral tube, it stuck in the upper nasal cavity, causing resistance and pain to the patient and it was not possible to remove the device manually. The patient was evaluated by the ent team to remove the device and it was necessary to cut the tube and remove it through the oral cavity. Per additional information received on (B)(6) 2022, the stylet got stuck during removal. The probe remained 15 cm inside the patient when removing the device. It was removed with forceps and scissors by the otolaryngology team. The hydromer coating was not reactivated before attempting removal because the device remained retained in the nasopharynx region. The probe did not progress nor was it possible to remove it. At this time, it was necessary to remove the radiopaque part through the oral cavity (by a specialized team). The patient status is stable and there was no actual injury to the patient.